Event description:
The second report of two involving the same patient, but a different catheter. A 1104 bt was reported to have malfunctioned during patient use. This catheter is the replacement for the catheter that did not measure pressure or temperature. The incident was described as follows; on the third day of use the catheter stopped measuring the intracranial pressure, but continued to measure the temperature. "The patient's body position was not changed. They say no strong pressure was applied on the catheter." This catheter required replacement. The patient did not incur an injury as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.